Event description:
It was reported by the affiliate that the metal part of the cartridge detached and fell into the patient. The surgeon used 9 cartridges and upon finishing the case he learned that 3 out of 9 parts were detached. One part was retrieved from the patient while other two parts were not detected during the surgery. The surgeon finished the case without any specific effort to find the dropped parts. Later the surgeon notified the rep that two broken parts were identified by the x-ray at the esopagogastric junction. At this point the surgeon does not plan to retrieve the parts from the patient.